Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-9236-01pp glenoid trial broke during a total shoulder arthroplasty procedure. The superior and central peg broke off. All parts were retrieved and the case was completed successfully.

Manufacturer narrative:
Complaint confirmed. Visual inspection it was noted that the two posts are broken, and dents around the device. The posts were not returned for evaluation. This observed condition is attributed to undetermined.